Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. The april 2007 15 month initial g-tube -enteral feeding product family complaint trend report; inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corporation that during the placement of a pull method enteral feeding device (patient age and gender unknown), "the top of the snare broke off". The physician retrieved the snare pieces and successfully completed the procedure with this device. The patient's condition was reported as "fine" with minor stomach irritation.